Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital after feeling symptoms due to vvi 65 bpm pacing. It was noted that the pacemaker reached elective replacement indicator (eri). The device will be replaced with a new one. No patient complications were reported as a result of this event.